Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 6000 c (501) module. The initial sodium result was 98 mmol/l, and the repeated result was 138 mmol/l. The repeated result was believed to be correct. The sample was repeated because other results had data flags.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.